Manufacturer narrative:
Updated data: a1 a4 b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that due to the valve infold, there was a procedural delay. Per the physician, the patient's aortic calcification contributed to the infold.

Manufacturer narrative:
Image review: one media file was provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 72.1 mm with a perimeter derived diameter of 22.9 mm suggesting a 26 mm valve. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that an infold occurred after one recapture and during a second deployment attempt. It was reported that the valve was recaptured again, and another deployment attempt was made resulting in a persistent infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. Furthermore, recapturing an infolded valve will not resolve the infold. It was reported that the infolded valve was recaptured, withdrawn from the patient and a new valve and system were used to complete the procedure. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, upon the first deployment attempt, the valve was not at the correct implant depth and was subsequently recaptured. Upon 66% deployment of the second deployment attempt, an infold with under expansion of the valve frame was observed under x-ray, and the valve was recaptured. Upon the third deployment attempt, the valve was still not opening correctly. Therefore, the system was withdrawn from the patient. A new valve and new delivery catheter system (dcs) were used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evprop23-29 (lot: 0012864348); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.